Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to ipg charging issues and inefficient pain therapy. Additional information was provided indicating that the patient was doing well postoperatively. The explanted device will not be returned by the medical facility.

Manufacturer narrative:
B3: exact date unknown, event occurred over several years ago from date manufacturer was made aware.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to ipg charging issues and inefficient pain therapy.